Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection identified no anomalies. Both the anode and cathode conductor coils were tested for continuity. An issue was noted with the anode coil. An x-ray of the lead was completed and no fractures were noted. Next, a CT scan of the lead was completed. An attempt was made to visualize the weld under the anode electrode; however, due to the density of the two rings, the area could not be visualized. The lead was severed to facilitate further testing. The anode electrode was mounted on a polishing block and was polished down through the side opposite the weld area. The ring was pried apart and removed. Another continuity measurement was taken from the severed end of the lead to the exposed conductor just proximal to the weld. This measurement indicated the length of conductor was electrically continuous. It was concluded the anode coil was discontinuous at the weld area.

Event description:
Boston scientific received information that following lead placement, high out of range pacing impedance measurements were exhibited when testing in the bipolar configuration. Additionally, it was reported that when testing in unipolar, all values from the distal tip appeared normal; however, when the testing configuration included the ring, measurements were again out of range, high. The lead was tested several times without resolution thus, the physician elected to remove the product. The lead was extracted and returned for laboratory analysis. The physician questioned a damaged conductor ring. No adverse patient effects were reported and another boston scientific lead was placed with success.

Manufacturer narrative:
Following completion of lab analysis, this event will be further updated.

Event description:
--